Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair surgery on (B)(6) 2022, it was observed that the truespan 24 degree plga device was not able to be deployed and came off the lesion. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l97311), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.